Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 694758 lead; implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported by the patient that they had had an x-ray that showed that their implantable cardioverter defibrillator (ICD) had moved and was "out of place." Follow-up was conducted to obtain further information regarding the device, but the attempts were unsuccessful. Records indicate the ICD remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.